Manufacturer narrative:
H.6. Investigation: received one used iag 22ga catheter/adapter from catalog number 381423; lot number unknown; which attached to an extension set attached to syringe. Also, five photos were submitted for evaluation. Photo one displayed 22ga catheter/adapter attached to an extension set attached to syringe. Bodily fluids were present in all devices. Photo two displayed a close-up of the catheter/adapter attached to the male luer of the extension tubing. Bodily fluid was present. Photo three displayed inside the luer end of the adapter. Bodily fluid was present. Photo four displayed view of the inner wall of the luer end of the adapter, which revealed slight damage to the inner rim. Photo five displayed the male luer of the extension tubing with bodily fluids present. Through the visual/microscopic evaluation, damage was not observed on the catheter tubing, adapter, wedge or outside of the adapter. Slight damage was observed on the inner rim of the adapter. An aspiration test was performed by using the returned syringe and a laboratory extension set (the returned extension set was clogged). Air bubbles were not observed while aspirating the catheter/adapter assembly. A water-air leak test was performed where we used a lab supplied male luer test fitting. The air entered the catheter/adapter and flowed through the catheter/tubing. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated. No defect was observed. A DHR could not be peformed due to unknown lot#.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had air get mixed when drawing. The following information was provided by the initial reporter: after catheter placement, primed by heparin and connected with ex-tube. Air got mixed when drawing by the syringe. Replaced by new ex-tube however the same issue occurred. Then removed the iag and replaced by new one.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had air get mixed when drawing. The following information was provided by the initial reporter: after catheter placement, primed by heparin and connected with ex-tube. Air got mixed when drawing by the syringe. Replaced by new ex-tube however the same issue occurred. Then removed the iag and replaced by new one.